Event description:
A 26mm diameter x 15mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported 54 months post stent graft implant, the patient had a CT demonstrating that the aneurysm was expanding due to a type ii endoleak from the lumbar artery. The physician surgically converted the patient to a conventional stent graft. The stent graft and its components were removed from the patient. No additional clinical sequelae were reported and the patient is fine.